Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose levels over 400 mg/dl for several hours and the ilet pump displayed alerts to change insulin with the insulin set marked expired; customer care determined the prior supply change was incomplete and guided a full supply change, after which insulin delivery appeared normal and glucose began to decline. Symptoms included hyperglycemia without reported ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included customer care troubleshooting and education, review of pump alerts, and a guided replacement of the insulin cartridge and infusion set. Investigation of this case revealed incomplete cartridge loading and the need to change the infusion set, with no issues noted at the infusion site upon removal. It was concluded, based on previously established findings for similar reports, that the cause was user related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.